Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas alleging that the patient experienced a blood glucose of 400 mg/dl with large ketones and vomiting associated with an alleged loose cartridge cap issue. Reportedly, the patient discontinued pump therapy and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was reported that the cartridge compartment was cracked, and it would not allow the cap to properly secure. This complaint is being reported because the patient experienced hyperglycemia associated with an alleged loose cartridge cap.